Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that since their fco (field change order), they have had issues with sweep speed being different on the boom and host, where they do not match. There was no reported patient or user impact / injury.

Event description:
The customer reported that since their fco (field change order) was performed, they have had issues with sweep speed being different on the boom monitor and host pc, where they do not match. The device was in use on a patient. There was no reported patient or user impact / injury.